Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen in clinic and presented with high lead impedance. It was noted that the patient had suffered a recent fall during a seizure. The patient's device was disabled and they are awaiting additional tests/revision surgery. X-ray images were taken and sent in for review. The generator was located in the patient¿s upper left chest below the 5th rib. The connector pin cannot be seen coming through the second connector block due to the angle and quality of the image. The filter feed through wires were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief loop was seen but no strain relief bend. One tie-down is present, but not placed per labeling as there should be two tie-downs. The lead being routed behind the generator and the lead wires being intact at the connector pin could not be assessed due to the quality of the images provided. No sharp angles were identified in the visible portion of the lead. The lead could not be fully assessed for gross fractures or discontinuities due to the quality of the images provided. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.